Event description:
The customer reported that the insulin pump had a frozen display. Troubleshooting was performed. The customer stated that the time in the insulin pump was not advancing. The customer removed the battery for two hours and the issue persisted. Advised the customer revert to back up plan until the replacement of the insulin pump arrives. The customer's blood glucose reading at time of call was 320 mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.